Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 21 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) lead pace impedance measurements greater than 2,000 ohms. There was also noise seen on the rv electrogram. The patient was not pacemaker dependent and no inappropriate therapy was exhibited. The patient underwent a revision procedure and the rv lead was extracted without any complications. The physician alleged lead damage at the suture sleeve location; however, this was not visually observed. No adverse patient effects were reported. A new rv lead was successfully placed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.